Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the application crashed during the case. It froze during the threshold test, so it was restarted. When attempting to pair with the base, a message appeared on the screen that bluetooth could not be established. A second attempt was successful. No patient complications have been reported as a result of this event. The mobile programmer application remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the application crashed during the case. It froze during the threshold test, so it was restarted. When attempting to pair with the base, a message appeared on the screen that bluetooth could not be established. A second attempt was successful. No patient complications have been reported as a result of this event. The mobile programmer application remain in use.